Event description:
It was reported that markerband malposition occurred. An accustick ii was selected for use in the percutaneous transhepatic biliary drainage (ptbd). During the procedure, it was noted that the marker position was behind the original position. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the ro marker was found in the device proximal section since it moves freely. Additionally, the distal tip was damaged. The device was inspected under the microscope, and it was observed to be damaged at the distal tip, this damage is located next to the ro marker position. There is evidence of the correct ro marker colocation at the device distal end section. The ro marker outer diameter was measured in order to confirm the correct ro marker position and was found to be within specification. No other issues were identified during the product analysis.

Event description:
It was reported that markerband malposition occurred. An accustick ii was selected for use in the percutaneous transhepatic biliary drainage (ptbd). During the procedure, it was noted that the marker position was behind the original position. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.